Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. It was noted that the episodes were limited to a few minutes. Physician elected to continue to monitor the patient with no changes.